Manufacturer narrative:
[Evaluation date/time: 2006 16:21:18] contact a: complaint lab received 1 opened pen needle with broken cannula. Customer claims needle broke off after injection in the stomach. Product forwarded to world wide microscopy laboratory to investigate root cause of cannula break off. Evaluation date/time: the following month, 15:35:35] response from wwml mtr # 4630 for contact a: one broken pen needle was returned for failure analysis. Microscopic examination revealed characteristics such as residual bend, tubing ovality and cracked epoxy, these characteristics when viewed in context are all reliable indicators of bending/restraightening mode of failure. Removal of some of the epoxy made this observation more apparent. The absence of any obvious manufacturing related defects suggests a user related issue.

Event description:
Consumer called to report pen needle broke off in stomach after injection. Went to hospital and had x-rays performed. Needle was not located but was given cephalexin. Will be going to family dr. For follow-up.